Event description:
It was reported by repair work order that the calf supports can drop unsupported during use due to missing tightening knob. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.